Event description:
It was reported that patient experienced high blood glucose and treated with correction bolus pump and patient reported that he tried to remove air out with empty cartridge on (B)(6) 2026.

Manufacturer narrative:
Initial 5 of 6. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.